Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and a manufacturer representative. It was reported that the patient met with a manufacturer representative at a neurologist appointment in (B)(6) of 2016 where she was told by the manufacturer representative that her battery did not work and should be replaced. Additional information received from the manufacturer representative reported that he saw the patient on (B)(6) 2016, but that he did not tell the patient that there was a problem with the battery. The manufacturer representative had not discussed a battery replacement for this patient with the health care provider. The pain health care provider told the patient that he thought it was put in incorrectly. The patient said that the implantable neurostimulator stopped helping when it stopped working. The patient's leg pain started prior to getting the implantable neurostimulator and for years, the leg pain that she was being treated for was t3,t4, and t5, but testing in (B)(6) of 2016 with the neurologist found the real pain was from s1. Since the patient's implantable neurostimulator was not helping and she thought that the manufacturer representative had told her in (B)(6) of 2016 that the implantable neurostimulator did not work, the patient had not recharged and could not seem to get anyone to replace her battery. The patient could not turn stimulation on. The patient's managing health care provider thought that they should treat the s1 with a new implantable neurostimulator. At the time of the report, the patient was wearing all kinds of patches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.